Event description:
At met call at fmc and using ez-io and when engaged on bone contact with 45mm needle the driver failed to work. Called back to ICU for an alternate driver to be bought to arrest. Simultaneous IV access found so they used it. No delay in patient care. The doctor, the clinician using the device states that once removed and disconnected from the io needle the driver did not rev up. The driver is now working fine and displaying green light, unit purchased in 2018.

Manufacturer narrative:
Qn# (B)(4). Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. A dimensional inspection was not required due to the nature of the complaint. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-002839) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Additional tests were not required as functional inspection confirmed there is no fault found with this driver. The manufacturing device history file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol","ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining"and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2020 and is approximately 1 year old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
At met call at fmc and using ez-io and when engaged on bone contact with 45mm needle the driver failed to work. Called back to ICU for an alternate driver to be bought to arrest. Simultaneous IV access found so they used it. No delay in patient care. The doctor, the clinician using the device states that once removed and disconnected from the io needle the driver did not rev up. The driver is now working fine and displaying green light, unit purchased in 2018.